Event description:
The report received indicated that the balloon could not fully deflate. So the physician had to use force to withdraw it from the patient. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The brand of contrast used was visipaque from ge and the contrast to saline ratio was 1:1. The inflation device used in the procedure is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The lesion was in the lad. There was 90% stenosis but there was no calcification or vessel tortuousity. The maximum inflation pressure was 10 atm and the balloon maintained pressure during inflation. The balloon partially deflated during deflation. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. The patient was in stable condition following the procedure. A cordis sheath and cordis vista brite tip catheter were used in the procedure.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received. Additional information was received that the brand of contrast was iopamidol injection by visipaque at a 1:1 contrast to saline ratio. The inflation device was by merit. There was no difficulty during inflation. The inflation was not inside a stent. The desired inflation pressure maintained about 5-10 seconds before deflation was attempted and the product issue almost occurred after the first inflation procedure. After further inquiry, it is noted that : 1. The physicians think that the balloon could not be fully deflated even after they waited for a longer time, eg. Longer than 30 seconds, or even 1 minute. 2. The condition of balloon 'slow deflation' or 'no deflation' in a coronary artery will increase the risk of the patients. So the physicians in china usually wait for 10-20 seconds for deflation procedure. 3. The deflation time of other balloons is about 5-10 seconds. The balloon could not fully deflate. So the physicians had to use force to withdraw it from the patient. Concomitant devices: gcs: medtronic/cordis; iopamidol injection contrast (visipaque)s. The report received indicated that the sakura fire star 2.00 x 20 mm balloon could not fully deflate after initial inflation at 10 atm. So the physician had to use force to withdraw it from the patient. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The brand of contrast used was visipaque from ge and the contrast to saline ratio was 1:1. The inflation device used in the procedure was merit and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The lesion was in the lad. There was 90% stenosis but there was no calcification or vessel tortuosity. There was no difficulty during inflation. The inflation was not inside a stent. The maximum inflation pressure was 10 atm and the balloon maintained pressure during inflation for about 5-10 seconds. The balloon partially deflated during deflation. The physician used several means to completely deflate the balloon without success and after 4-5 min, the balloon was removed. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. The patient was in stable condition following the procedure. A cordis sheath and cordis vista brite tip catheter were used in the procedure. The product was not re-sterilized and was stored at the hospital's catheter room's cabinet. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, a risk assessment was performed to evaluate this issue.

Manufacturer narrative:
Additional information was received and the previous report is being updated accordingly:the report received indicated that the sakura fire star 2.00 x 20 mm balloon could not fully deflate after initial inflation at 10 atm. So the physician had to use force to withdraw it from the patient. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The brand of contrast used was visipaque from ge and the contrast to saline ratio was 1:1. The inflation device used in the procedure is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The lesion was in the lad. There was 90% stenosis but there was no calcification or vessel tortuousity. The maximum inflation pressure was 10 atm and the balloon maintained pressure during inflation for about 5 seconds. The balloon partially deflated during deflation. The physician used several means to completely deflate the balloon without success and after 4-5 min, the balloon was removed. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. The patient was in stable condition following the procedure. A cordis sheath and cordis vista brite tip catheter were used in the procedure. The product was not re-sterilized and was stored at the hospital¿s catheter room¿s cabinet. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk analysis has been initiated to address this issue.

Manufacturer narrative:
The report received indicated that the sakura fire star 2.00 x 20 mm balloon could not fully deflate. So the physician had to use force to withdraw it from the patient. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The brand of contrast used was visipaque from ge and the contrast to saline ratio was 1:1. The inflation device used in the procedure is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The lesion was in the lad. There was 90% stenosis but there was no calcification or vessel tortuousity. The maximum inflation pressure was 10 atm and the balloon maintained pressure during inflation. The balloon partially deflated during deflation. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. The patient was in stable condition following the procedure. A cordis sheath and cordis vista brite tip catheter were used in the procedure. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the information available for review, although the product was not returned for evaluation, a risk assessment has been initiated to address this issue.